Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mildly tortuous superficial femoral artery (sfa). The 5.0mmx20mmx80cm foxcross balloon dilatation catheter (bdc) was successfully advanced to the lesion without any reported issue; however, the balloon ruptured at 5 atmospheres (atm) during the first inflation and was withdrawn without any reported issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott bdc and a non-abbott stent implant were used to successfully complete the procedure. There was no additional information provided.